Event description:
Malem is a very poor-quality bedwetting alarm that put me and my son both in a panic situation on the very first day of use. I am shocked that there is not a warning on this product that it can shock a child. We followed the instructions and made my son wear the alarm but in the middle of the night when he screamed, I ran to his room and could find my son terribly horrified. He was soaked in urine and crying loudly. He told me that the moment he wet the bed he got a strong shock on his private part. He tried pulling it and got another shock. He was crying with pain and it was hard to cool him down. We had to apply a soothing cream every hour to make him feel comfortable. It is unbelievable that this product is being sold to children. FDA safety report ID# (B)(4).